Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture does not show the spring but the top of the hammer part. The surface of the hammer part appears to exhibit scrapes and dents indicating multiple uses. The product has a potential field life of 7 years. Nothing further can be gained from the photograph. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the spring of the femoral slap hammer broke. There was no health impact or consequence to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.